Event description:
It was reported that, "patient has been experiencing swelling, pain and a clicking noise upon walking. He has reached out to his surgeon but recently the surgeon has been unable. Pt wants to know if his implants have been subject to any recalls."

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.